Event description:
It was reported that the physician reported a challenging right atrial (ra) lead explant procedure, in which the ra lead tip needed to be snared to extract the rest of the ra lead. Information has been requested regarding the original reason for the explant procedure and whether the lead will be returned for evaluation, but a response has not yet been received. No additional adverse patient effects were reported.